Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change after pressing and holding to prime, which maxed out the piston and prevented progression, and the issue was resolved by removing supplies, performing a rewind, and completing the supply change with successful delivery; this aligns with a complete blockage during fill tubing associated with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reportedly unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the procedure that resulted in an occlusion-like condition in the tubing during the fill step. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial